Event description:
Reporter alleged the blood glucose monitoring device bottom shows blackening, smells burnt, and the 3rd & 4th pins are blackened as well as melted. Reporter indicated the device is cleaned with bleach wipes however in the future will clean with alcohol wipes. Reporter indicated no injuries to personnel and there was no action or treatment associated with alleged report. A request was made for the return of the suspect device and replacement product was sent.